Manufacturer narrative:
Two imp,tsv,4.7,13,mtx,mg (tsvt4b11) with packaging were not returned for investigation. However, a different product was returned tsvtb13 without packaging, which didn¿t have any malfunction and upon follow up, customer could not provide any additional information. Returned item has been added to associated item and further investigation will not be performed. Since the reported products were not returned, visual evaluation could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. The reported event could not be recreated due to the nature of the dental device and event (packaging damage) and without the product return. Picture was not provided by the customer. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1223228. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1223228) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable without the item/packaging return.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that package was not sealed, contaminated. Clinician reported that patient was seated for procedure when the unsealed packages were discovered. They used another secured / sealed implant to complete the procedure. Tooth # 29.